Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold in multiple pacing configurations. It was noted via x-ray that the lv lead has moved back compared to the x-ray completed at implant. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.